Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.